Event description:
The customer reported a leak of less than 5 ml from reagent probe b of the unicel dxc 600 synchron system while the instrument was not in use. The customer indicated that the leak was contained within the instrument. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to the customer's site. The fse discovered a faulty solenoid vacuum collarwash valve which was not opening to evacuate wash solution during the wash cycle for the collar wash/probes. The fse replaced the solenoid vacuum collarwash valve to resolve the issue and verified repair per established procedures. Failure mode of the leak is attributed to a faulty solenoid vacuum collarwash valve. Beckman coulter internal identifier for this report is (B)(4).